Event description:
It was reported to philips that the device would charge up during operational testing but would subsequently fail to provide a prompt to deliver a shock. There was no reported patient involvement or adverse patient / user impact as a result of the alleged failure.